Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient implanted for a trial evaluation. It was reported that the trial patient had not seen any results from the trial evaluation as of yet. The reporter stated that the patient would void around 300 and the would be a residual of 700-800. The patient would void 100% but still had residual when they had to catheterize. It was mentioned that the patient was unable to feel an urge to use the restroom. The reporter had contacted the manufacturer¿s representative about the issue and was told to call the manufacturer for suggestions. Options of the possibility of increasing the stimulation or changing sides were reviewed with the reporter. The reporter noted that the trial patient only had access to their current settings and was unable to change sides or adjust settings. They were currently set at 4.2 volts, presumably on the left side, and did not feel the stimulation. The reporter also noted that the patient had a clear substance coming from the incision site which started on the implant date of the trial ((B)(6) 2019). They wanted to know what this was but was redirected to the patient¿s healthcare professional (hcp) for the issue. It was further reported that the inside of the controller looked corroded like a ¿battery leaked¿ inside there. It was advised that they contact the hcp about the damage equipment. There were no further complications reported or anticipated.